Event description:
Additional information received notes that the pacemaker was explanted and replaced.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the pacemaker (pm) at end of service due to premature battery depletion. No changes or intervention was performed. The patient condition was stable before, during, and after.